Manufacturer narrative:
A lot history review (lhr) of ngxa3488 (manufacturing date 01/01/2013) and ngwl 1477 (manufacturing date 12/01/2012) showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer at this time for eval.

Event description:
Pt's mother reports what she described as mold being inside the tube that holds the water for the balloon inflation of her son's feeding tub. She stated that the growth appears within 2-3 weeks after having the tube in place. (B)(6) 2014: spoke to pt's mother informed that as part of her care taking routine on sundays she deflates the balloon to check if the water is still the same amount in the balloon (10cc) and does not always replace the water with sterile water. Contact was advised that manipulating the water balloon port with non sterile syringes and non sterile water can increase the risk of contamination and bacterial growth. Contact informed that the best thing to do is to follow the IFU and stick to the maintenance suggested by the manufacturer. Pt's mother is requesting replacement so that she can send us the tube with the alleged growth.